Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had low blood glucose. Customer reported their blood glucose level was 54 mg/dl at the time of incident. Customer stated sensor keeps falling off. The insulin pump will not be returned for analysis.